Event description:
Clinic notes were received for patient's prophylactic generator replacement referral. Per notes, patient has been having a lot of seizure activity (sometimes up to ten seizures at a time). Family is wondering if the vns is working. Patient had surgery several weeks ago and the seizure activity started in the hospital. Upon checking diagnostics, the vns is functioning properly per the neurologist. However the battery life is near the end. Patient's magnet output current and medication were increased as intervention.

Event description:
Patient underwent generator replacement surgery due to battery depletion. Per or staff, the explanted devices are discarded at time of surgery.